Event description:
A hospital rep reported that a corneal burn occurred during cataract surgery. No other details were provided. It was reported that the surgeon did not believe the MFR's products caused the injury. Additional info was requested.

Manufacturer narrative:
The company rep examined the system and found no problems. Preventive maintenance was performed. The system was then tested and met product specifications. Investigation included root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).